Manufacturer narrative:
A specific cause for the reported ventricular tachycardia and a direct correlation with the device could not be determined through this evaluation. Moreover, the report of a possible suction event could not be confirmed through this evaluation. It was reported that the patient experienced aicd shocks on 01feb2018 and 02feb2018 (post-implant day 3 and day 4, respectively) for ventricular tachycardia, possibly due to suction events. The lvad speed was decreased and the patient¿s diuretics were reduced. The issue reportedly resolved. No alarms were reported in association with the event. No log files from the time of the reported event are available to confirm the occurrence of any potential pi events. The patient remains ongoing on the lvad and no additional related events have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document states that setting the lvad speed too high could result in potential arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient experienced aicd shocks on (B)(6) 2018 for ventricular tachycardia that possibly occurred due to suction events. The lvad's speed was decreased and diuretics were reduced and the issue was resolved. No additional information was reported.